Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument for failure analysis (fa) evaluation. Review of the logs showed that the vse instrument encountered the error "failure during homing" five times. This issue could not be reproduced during in-house testing. The vse instrument was tested on an in-house system, where it passed initialization, recognition, and engagement tests. The vse instrument demonstrated intuitive movement with full range of motion in all directions, and the jaws opened and closed properly. Additionally, upon inspection of the backend of the instrument, a loss of tension in the grip cable was observed at the proximal end. There was no evidence of a cracked clamping pulley, input disk, input shaft, or any other component that could have caused the loose cable. For clarification, the energy function could not be activated because the vse instrument was received with the energy cable cut. Additionally, the instrument entered the fa process without the energy cable attached.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis; however, the evaluation has not been completed at the time of this report. A review of the energy log shows that there are e-100 sealing events and details available for this case. The vse instrument (lot number: l14250509-0281) was installed seven times on universal surgical manipulator (usm) #3. The vse instrument performed an undetermined number of cuts, but the e100 logs show 168 seal or coag events performed. None of the seal or coag events resulted in errors. All cut and seal events occurred on the first two installs of the vse instrument. The logs show five instances of an error indicating the ¿vessel sealer extend failed during homing on usm #3¿, and the timestamps align with the last five installs of the vse instrument.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, hemostasis could not be achieved while using a vessel sealer extend (vse) instrument, resulting in additional bleeding. Subsequent inspection revealed that the jaws of the vse instrument could not fully close during tissue transection. The specific tissue or vessel involved, the estimated volume of blood loss, and the details of medical intervention are unknown. Based on the surgeon¿s assessment, the procedure was ultimately converted to laparoscopic surgery. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Updated sections: b5, h2, h6, h11. Corrected information: although the procedure could have continued with a replacement vessel sealer extend (vse) instrument, the surgeon elected to convert to laparoscopic surgery. An unspecified third-party instrument was used to complete the procedure.

Event description:
Refer to h11 for follow-up information.